Event description:
Per the physician's report, this patient experienced fluctuating sound perception levels as well as decreasing performance. Integrity testing performed in 2006, showed normal receiver/stimulator function with electrode array anomalies. Cochlear recommended that the device be explanted and that a new device be reimplanted. A scheduled surgery date has not been reported to cochlear at this time.

Manufacturer narrative:
This type of event is addressed in the device labeling.